Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the preparation of an ultrasound guided percutaneous transhepatic cholangiography drainage catheter placement procedure, the length of trocar needle was allegedly found to be longer than the catheter too much. The procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One photo was provided for review. The photo shows a partial view of the catheter in which the trocar needle was noted to be protruding from the catheter tip. Therefore, the investigation is inconclusive for the reported length of the trocar needle longer than catheter issue as the provided photo which showed only a partial view was not sufficient enough to determine whether the product did not meet specifications. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the preparation of an ultrasound guided percutaneous transhepatic cholangiography drainage catheter placement procedure, the length of trocar needle was allegedly found to be longer than the catheter too much. The procedure was completed by using another device. There was no patient contact.